Manufacturer narrative:
The returned device evaluation confirmed that the pivot pin of the threshold rod holder jaw had sheared off. Spineology determined that this damage is likely to have occurred when the rod was tightly gripped in the rod holder. When the rod is tightly gripped in the rod holder and the rod becomes stressed by contact with bone or in a tight construct, the stress may transfer to the rod holder pin contributing to its failure.

Event description:
The patient underwent a l5-s1 transforaminal interbody arthrodesis surgical procedure. During placement of a threshold rod on the left side, the physician reported that the threshold rod holder broke and an approximately 0.7mm to 1mm piece of the device was retained inside the patient. This was confirmed by radiographic imaging. The physician attempted to retrieve the device fragment for approximately 15 to 20 minutes but the fragment was not able to be visualized or removed from the patient.